Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was inoperable. The patient has not recharged or used the ipg in over a year. Surgical intervention may take place at a later date.